Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 17-apr-2021, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 17-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since the friday prior to the report, they have been seeing a warning, charge implantable neurostimulator (ins) screen. The patient stated that they had been traveling and forgot to bring their ins with them. They mentioned that they will be back from traveling later on the day of the report and will have their recharger with them. Patient services recommended charging the ins fully. Additional information was reported that the patient called back. The patient reported that the ins went dead over (B)(6) weekend, but when she got home she was able to charge her ins, but noticed the ins battery level was not depleting as usual. The patient stated she noticed also that she wasn't feeling stimulation. During the call, the patient confirmed that stimulation was on. The patient increased to 6 on each group available, a, b and c. The patient stated she couldn't feel stimulation at all on b and c, but felt a little stimulation in her legs on a when it was up to 6v. The patient stated her ins and lead are implanted on her left and she feels a little stimulation in her right leg. The patient stated the therapy is for her back pain, but has always experienced the stimulation in her legs and the therapy helped the back pain. The patient stated no falls/trauma. The patient stated she was told by her doctor at her last appointment that only one lead worked. No further information was reported.